Event description:
It was reported that the patient experienced overnight low glucose alerts followed by persistent hyperglycemia, including meter readings above 400 mg/dl, while using the ilet with a dexcom g7; subsequent review identified an empty insulin cartridge and an infusion set that was not properly inserted or attached, and the patient had consumed orange juice twice for lows and later used backup injections as advised. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medical intervention in the form of medication administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as improper or incorrect procedure or method; the device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.